Event description:
It was reported that the customer passed away at home. The cause of death was cancer. The caller stated that the customer had a fast growing sarcoma cancer. The caller stated that the paramedics were called and the customer was hospitalized on (B)(6) 2015. The customer was seeing a cardiologist because she had fast heartbeat at times, but the cardiologist told the customer that she did not have heart issues. On (B)(6) 2014, the customer started breathing hard and went to the hospital. On (B)(6) 2014, she was told that she had sarcoma cancer. The customer's blood glucose at the time of death was unknown. The caller stated that for the last two to three weeks the customer was using the insulin pump for only one unit of insulin per day, due to loss of appetite. The customer was wearing the insulin pump at the time of death. She was not using sensors and was not wearing one at the time of death. The caller does not want to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.